Manufacturer narrative:
Add'l info will be provided once investigation is completed.

Event description:
It was reported that a stryker 5mm, 33cm single action atraumatic grasper failed during a lap chole case. It was alleged that during the case, the jaw hinge fell apart and went into the pt's abdomen. It was further reported that the doctor used a type of grasper to retrieve the part of the jaw inside the abdomen. Also, it was further reported that the doctor had to use a c-arm (type of x-ray) to locate the item and it took about 30 minutes to remove out of the abdomen. It was reported that the pt's procedure was completed successfully and at this time, there are no reported adverse consequences to the pt.